Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and another proglide was attempted with the same result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded at the facility; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no no-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The second proglide device is being filed under a separate medwatch report number.